Manufacturer narrative:
Date rec'd by MFR: 31jul2019. The customer's biomed stated that the touchscreen is functioning. They are waiting for assistance in installing the front bezel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the nav-ring was bad. There was no patient involvement.